Manufacturer narrative:
Olympus could not evaluate the subject device because it was discarded by the user facility. Olympus service engineers visited the user facility and confirmed the reprocess procedure. As a result, there was no deviation from the instruction manual. It was found that the user facility dried the subject device with a dish drier after wiping the subject device with gauze, which was reprocessed using olympus endoscope reprocessor (oer-2 or oer-3). After the drying, the subject device was kept in a plastic container with a cover. For a cultivation test, the scope channel, in which the biopsy valve was installed, and the distal end were negative. The exact cause of the reported event could not be determined at this time. However, based on similar cases, the following matters could not be ruled out as a contributory factor of the event: it was contaminated at the sampling and cultivation by the user facility, or the bacteria adhered during storage and were detected.

Event description:
Olympus was informed that during a routine inspection by the facility, subject device (mb-358) tested positive for staphylococcus species. The facility also informed that "there were cases during past routine inspection of the facility where a biopsy valve (mb-358) tested positive for anaerobic gram-positive bacteria and a suction valve (mh-443) tested positive for c. Albicans". There were no report of infection associated with this report.. This is report two of three.